Event description:
Information received by medtronic indicated the customer received insulin flow blocked alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. Product will not be returned for analysis. The customer will continue to use of the device.